Manufacturer narrative:
Continuation of d10: product ID: dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date: na; explant date: na product ID: cls-3000-18fr; product lot/serial number (B)(6); product type: compression loading system; implant date: na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, ventricular fibrillation was reported and cardioversion was performed once. Following the valve implant procedure, left bundle branch block (lbbb) and sinus bradycardia were noted. A temporary pacing wire was placed and medication was adjusted. Hypotension was reported due to volume depletion and pressors were prescribed. No further adverse patient effects were reported. Additional information was reported that no treatment was provided for the lbbb. Per the physician, the lbbb was related to the valve and valve implant procedure. Approximately six months following onset, the lbbb resolved, without sequelae. Additional information was reported that a permanent pacemaker was implanted three days following the implant of the valve for bradycardia. Bradycardia resolved with no sequelae one day following the implant of the permanent pacemaker. Per the physician, the bradycardia event was related to the valve and the valve implant procedure.